Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was displayed intermittently and/or the only color bar image was displayed intermittently. The field service engineer checked the subject device and found that first the scope error e315 (unsupported scope) appeared and then the reported phenomenon was duplicated. There was no report of patient injury associated with the event.